Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing.  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca. Additionally, thermal damage was found on the u612 inverting charge pump on the computer/analog pca. The root cause for the shorted transistors and thermal damage could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing.